Event description:
It was reported that the patient presented for eri device change out. A possible output circuit damage message after dft testing was noted. The alert was cleared and the patient was re-induced. A loud pop was heard and the device failed to rescue the patient, the arrhythmia broke spontaneously. Low shock impedance and an insulation anomaly was noted. The device and lead were replaced without complications.

Manufacturer narrative:
An external insulation abrasion was found at 24.8-25.4cm from the connector pin, consistent with lead friction to the ICD can. An internal insulation abrasion was found at the same location. One of the svc conductors was melted at this location. This is consistent with the field event of low shock impedance and insulation anomaly. An internal abrasion was found at 26.9-27.6cm from the connector pin. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.